Event description:
A consumer reports following intraocular lens (iol) implant procedure, his eyes are sore and he has been experiencing headaches that are not responsive to medications. The consumer reported a past history of the left eye vision being weaker since before surgery. A yag laser capsulotomy has been performed for the left eye. There are two medical device reports associated with this event. This report is for the left eye. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information. A completed questionnaire has not been received. There have been no other complaints reported for this lot number. (B)(4).